Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and or death on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.